Manufacturer narrative:
Other text: additional information: h6 - health effects codes.

Event description:
Additional information: confirmed that no customer was involved. Issue happened prior to use.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. The front cover of the device was missing paint, the water tank is discolored and cracked on the bottom. The enclosure is cracked and the line cord is discolored. A temperature check was done, device was turned on and complaint issue was confirmed. Device was leaking from the bottom of the water tank. No action was taken due to the device being beyond economical repair. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review showed device had not been in for service previously.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer leaking out of the bottom from a crack in the reservoir. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.